Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system settings were not working correctly, the remote was not working, and there was no phacoemulsification or aspiration. Additional information was received indicating the power was decreased. A new system was used to complete the case. There was no patient harm.

Manufacturer narrative:
The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The operator¿s manual includes troubleshooting guidelines which note if the symptom of ¿no tune or loss of phaco power¿ is noted that probable causes may be: handpiece tuned while hot, loose tip, handpiece connector not seated correctly, bad connector port, or a faulty handpiece. The corrective actions suggested: retune, retighten and retune, disconnect and reinsert handpiece connector, connect handpiece to other port and retune, or try an alternate handpiece. The company service representative examined the system and was not able to confirm or replicate the reported events. The system was then tested and met all product specifications. As a preventative measure, the remote control was replaced. The system was manufactured on september 2, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).